Manufacturer narrative:
According to the symptoms' description, this case seems linked to the traumatic environment associated with the injection and to a skin infection leading to an abscess. They are well known and described adverse reactions following dermal filler injections. They can happen after an injection with an improper technique, inducing a lack of asepsis of the injection environment, which in some case may result in sepsis. External factors, such as the use of makeup immediately after the injection, can also increase the risk of skin infection. Adequate treatment leads to a complete resolution of the symptoms without sequelae. Additionally, the risk of such adverse events is mentioned in the instructions for use of teosyal products. Literature data: de boulle k, heydenrych I. Patient factors influencing dermal filler complications: prevention, assessment, and treatment. Clin cosmet investig dermatol. 2015;8:205-14. Signorini, m., et al. (2016). "Global aesthetics consensus: avoidance and management of complications from hyaluronic acid fillers-evidence- and opinion-based review and consensus recommendations." Plastic and reconstructive surgery 137(6):961e-971e. Kim j h, ahn d k, jeong h s, suh I s. Treatment algorithm of complications after filler injection: based on wound healing process. J. Korean med sci. 2014 ; 29/suppl 3) : s176 - s182.

Event description:
This occurred outside of the us, in the (B)(6). According to information received from the UK affiliate, the patient received 0.3 ml of teosyal rha 4 in the glabella on (B)(6) 2021. Two days later, she developed post-operative edema at the injection site. Initial treatments carried out by the practitioner from the (B)(6) 2021: steroids (prednisolone 40 mg for 4 days) and antibiotics (flucloxicillin for 5 days, doxycycline for 2 weeks, clarithromycin for 2 weeks). The local medical expert reviewing the case suggested treatment with antihistamines and watchful waiting, and did not recommend antibiotics. Information received on 26 may 2021 updated the nature of the adverse event. Indeed, it started off as a haematoma, later becoming infected and forming an abscess. As of (B)(6) 2021 she was not on any medication and the adverse event was partially resolved. On (B)(6) 2021, we learned about the resolution of the adverse event. According to the injector, there were no signs of infection in the area, only a small cut appeared on the skin because the abscess drained itself and is healing now. The injector used a needle on the abscess and aspirated once, later the abscess drained naturally. Since an aspiration procedure was performed, the reportability status of this case was updated.